Manufacturer narrative:
Product return and lot code information provided by the reporter has been sent to qa for investigation. We await the results. Playtex is submitting this report only because, it believes an event meeting the requirements of 21 c.f.r. 803 may have occurred. This does not mean that playtex believes that the device manufactured by it was defective or malfunctioned or that a playtex product was in fact associated with an actual consumer injury. Consequently, this report must not be construed as an admission of any kind by playtex.

Event description:
Received a report from a consumer indicating, she sought medical assistance to remove the remaining portion of a tampon pledget after it separated during removal. Consumer advised a health nurse removed the remaining portion of the tampon without incident and she was completely recovered.